Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent left ureteroscopy with basket extraction of the stone on (B)(6) 2013 due to left ureteral stone.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, rectocele and cystocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced chronic pelvic and vaginal area pain, along with chronic urinary and vaginal infections, pain and discomfort when walking, sitting and standing for a period of time, chronic weakness, nausea and frequent fevers. In addition, gums are extremely sensitive, physical pain and discomfort, excruciating pain during intercourse, recurrent urinary incontinence, painful retention, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.